Event description:
Tibial fracture occurred during total knee replacement procedure. Cemented implants were immediately explanted. The surgery was completed using an off the shelf tkr revision system.

Manufacturer narrative:
Tibial fracture occurred during total knee replacement procedure. Cemented implants were immediately explanted. The surgery was completed using an off the shelf tkr revision system. Review of the device history record indicates that the device was manufactured to spec.